Event description:
It was reported that the unspecified bd ultra fine pen needle experienced leakage and an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Complaint 2 of 3 - addresses occurrence date 5/11. Verbatim: the patient received medication injections via a prefilled pen, at an unknown dose once daily via for the treatment of osteoporosis beginning on (B)(6) 2019 or (B)(6) 2019. On (B)(6) 2019, while on treatment, she noticed medication leaking from where needle was screwed to the pen. She noticed this leaking from her three injections on (B)(6) 2019. The leaking happened with each injection when she would take using the bd ultra-fine needles. There was more than one drop of medication leaked each time and did not get actual dose of medication. The event incorrect dose administered was considered as serious due to medical significance. As of (B)(6) 2019, she was in hospital. Information regarding corrective treatment, outcome of the event and status of treatment was not provided. Patient was the operator of the device and her training status was not provided. The device general model duration of use was not provided but started on 03-apr-2019 and suspect device duration was not reported.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd ultra fine pen needle experienced leakage and an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Complaint 2 of 3 - addresses occurrence date: (B)(6). Verbatim: the patient received medication injections via a prefilled pen, at an unknown dose once daily via for the treatment of osteoporosis beginning on (B)(6) 2019. On (B)(6) 2019, while on treatment, she noticed medication leaking from where needle was screwed to the pen. She noticed this leaking from her three injections on (B)(6) 2019. The leaking happened with each injection when she would take using the bd ultra-fine needles. There was more than one drop of medication leaked each time and did not get actual dose of medication. The event incorrect dose administered was considered as serious due to medical significance. As of (B)(6) 2019, she was in hospital. Information regarding corrective treatment, outcome of the event and status of treatment was not provided. Patient was the operator of the device and her training status was not provided. The device general model duration of use was not provided but started on (B)(6) 2019 and suspect device duration was not reported.